Event description:
There was an allegation that this unit may have contributed to the patient's death. The patient had been put to bed with the plv functioning correctly. The caregiver was awakened by the alarm sounding and called 911. The unit was in use at the time of death and according to available information the alarm was sounding and the vent was not providing any airflow when the patient was found dead by the fire dept. It was noted that the ventilator was still connected to the patient upon the fire department's arrival. It is unclear if the unit was shut off when the alarm sounded initially and whether any manual ventilation was provided. A repair evaluation was performed to identify if there was a malfunction which would have caused or contributed to this adverse event. Per the technician's repair evaluation, the unit was past due for preventive maintenance. The unit's internal batteries were greatly depleted and would not pass specification although they were functional. Upon initial startup the unit emitted a constant low battery alarm to alert to this depleted condition. When the unit was further evaluated while it was plugged into ac it was functioning as specified which would alert the caregiver of any unit malfunction, as intended. From the available information no malfunction of the unit has been confirmed.